Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) failure occurred in the etl - dispensing system server reports database job on the server. The package failed during the derived column step due to a data type casting error, which caused the ssis job to terminate with a fatal pipeline failure. A technical support specialist (tss) found that the issue was related to the knowledge article (ka) "medstation es - etl failure - derived column input," for which no permanent fix was available in version 1.6.1. The tss mentioned that an error involving data in the report log table prevented the etl process from marking itself as complete, even after all transactional data was successfully inserted. As a resolution, the documented temporary fix in ka was successfully applied to the affected environment. The tss corrected the etl job using this workaround, and the customer confirmed that etl processing and reporting functions were operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the dispensing system server reports database was failing in the production environment. Error was caused by data in the report log table stopping extract transform load to mark itself complete after successfully inserting all transactional data. Known bug marked as production issue 973054. There were no adverse events or injuries reported based on this event.